Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt messages) has been confirmed. Upon investigation the electrode belt failed an ECG falloff test. The cause for the failure was isolated to an unused, migrating pulse wire in ECG "c" cutting into the belt discharge and lead 2- wires. The root cause for the migrated wire has not been positively identified. No adverse event resulted from the open wire.

Event description:
A us distributor reported that a patient was receiving frequent adjust belt messages.